Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110030778, cr 40mm glenosphere +6mm cocr, lot # 64630404; catalog #: 118000, 25mm versa-dial taper adaptor, lot # 64291265; catalog #: 110031405, mini tray std cocr +6 offset, lot # 64675206; catalog #: 912041c, juggerknot strl crvd kit 1.5mm, lot # 670060; catalog #: 912031, jgrknt 1.5mm #2 mb sngl, lot # p14880. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00389. Product location unknown.

Event description:
It was reported that patient underwent left reverse shoulder revision procedure approximately 7 weeks ago. Subsequently, the patient went back to the surgeon for follow up visit and x-rays showed joint dislocation. The patient underwent revision procedure a week after due to pain and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.